Manufacturer narrative:
(B)(4) fup 1.

Event description:
The customer reported that the freedom driver exhibited a "rattle" and "different" noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior of the driver revealed no anomalies. Visual inspection of the interior revealed foreign debris on the exhaust fan and on the fan cover. During investigation testing, the driver met all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies, unusual noises or unintended alarms. The reported noise was functionally reproduced after removing the rear housing for further observation and allowing the driver to operate only on onboard battery power. A rattling noise was heard from the primary motor/gearbox assembly with every rotation. It is possible that the primary motor/gearbox assembly was making the rattling noise as a result of the excess debris that was observed inside the driver. The driver was serviced, which included removal of the foreign debris and replacement of the primary motor/gearbox assembly. The driver then passed all final performance testing. This failure mode posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a "rattle" and "different" noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited abnormal noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.